Event description:
Additional information received from the healthcare provider reported that the cause of the loss of stimulation was not determined. No malfunctions were noticed.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015(B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had an asthma attack on 2015 (B)(6) and lost stimulation after extensive coughing. In addition the patient felt a pop. X-rays were performed on 2015 (B)(6) and showed no lead migration. Impedances were checked on 2015 (B)(6) and all were normal. The device was reprogrammed to improve coverage in her back and the patient did not try turning up stimulation after the event. The issue was resolved. The event occurred during normal use. The patient status at the time of this report was "alive-no injury."